Event description:
It was reported "we have a 16cm 18g arterial line that would not go over a wire. The catheter appears compressed. We have had a couple of them now, unfortunately it was again in an emergent situation." Additional details are unknown at this time. Associated MDR numbers include: 9680794-2025-00736.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we have a 16cm 18g arterial line that would not go over a wire. The catheter appears compressed. We have had a couple of them now, unfortunately it was again in an emergent situation." Additional details are unknown at this time. Associated MDR numbers include:9680794-2025-00799 and 9680794-2025-00736.